Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Investigation summary: the product was returned to ethicon for evaluation. One opened box belonging to product code w8977 was received for analysis. Upon visual inspection of the received box, it was noted that it contained eleven foil packets instead of the required twelve. Additionally, it was observed that the film on the front part of the box had been cut. Based on the condition of the returned sample, it was not possible to ascertain whether the quantity of packets was less than required. Additionally, three photos were provided, and it showed one appear a sealed box and one open box with eleven packets. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reached regarding the cause of the reported event, as part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Further monitoring of complaint information will be performed for potential safety signals through complaint trending as part of post-market surveillance. Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the first photo shows a closed box labeled as w8977, while a second image shows an open box with (B)(4) packages inside it. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during local labelling by the warehouse. The operator found that there are only (B)(6) ea of product inside of the box. It should be (B)(6) ea. No additional information was provided.